Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 15mm in length and extended from a position 25mm distal of the proximal markerband to 40mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst before the pressure was reached during inflation. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon burst before the pressure was reached during inflation. The procedure was completed with another of the same device. No complications were reported, and the patient had no abnormality.